Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the insulin was not injecting and that resistance was met during administration. Event description per attached medwatch report states: patient came to obgyn clinic. Gdm at 22 weeks, she is prescribed lantus 28 units am and 14 units hs and lisopro 14 units breakfast and 12 units dinner. She brought both her lantus and lisopro pens as well as bd pen needles to visit today. Reports difficulty over the past week with lisopro pen administration (feels pen was sticking at not injecting). With pharmacists at visit, pen would not injection; however when we changed to a new pen needles (different lot) the pen would work. The same issue was identified when her prescribed pen needles (bd nano 32g lot 9353325 expire 01/31/2025) were used on her lantus pen. Issue appears to be with her particular supply of pen needles (contacting her (B)(6) for new supply and different lot number of pen needles) cannot rule out problems with the lantus and lisopro pens it self (as she said she was afraid she wasn't getting all of her dose) and pt also reports 'resistance" with administration of insulin via pen. Advised to replace lantus (lot of7100a expires 3/31/2023) and lisopro pens (lot 214632c, expires 02/2023).".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the insulin was not injecting and that resistance was met during administration. Event description per attached medwatch report states: patient came to obgyn clinic. Gdm at 22 weeks, she is prescribed lantus 28 units am and 14 units hs and lisopro 14 units breakfast and 12 units dinner. She brought both her lantus and lisopro pens as well as bd pen needles to visit today. Reports difficulty over the past week with lisopro pen administration (feels pen was sticking at not injecting). With pharmacists at visit, pen would not injection; however when we changed to a new pen needles (different lot) the pen would work. The same issue was identified when her prescribed pen needles (bd nano 32g lot 9353325 expire 01/31/2025) were used on her lantus pen. Issue appears to be with her particular supply of pen needles (contacting her (B)(6) for new supply and different lot number of pen needles) cannot rule out problems with the lantus and lisopro pens it self (as she said she was afraid she wasn't getting all of her dose) and pt also reports 'resistance" with administration of insulin via pen. Advised to replace lantus (lot of7100a expires 3/31/2023) and lisopro pens (lot 214632c, expires 02/2023)."